Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench, and no anomaly was found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that patient presented in clinic for follow up. Device could not be interrogated with two different programmers. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.